Event description:
The dentist made a complaint about 17 implants ti titamax ex implant (4.1) 4.0x11 that did not osseointegrate, but the dentist did not provide info about product, surgery or pt conditions.